Event description:
Customer states: a doctor reported to a medical examiner (me) at hospital that he observed the cuff was larger than usual and it seemed to touch the stoma of tracheostomy. Customer states after extubation of the tube, the me and covidien sales representative inspected the cuff with fingers and felt it might be slightly thicker than that of existing one. Customer confirmed that decannulation of the tube was required.

Manufacturer narrative:
Covidien reference number (B)(4). The sample associated with this record is expected to be returned for evaluation.